Manufacturer narrative:
Product event summary (B)(4) the full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. The overlay tubing had insulation breach (extrinsic) melted. Visual analysis noted the lead had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a possible failure. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.